Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient desired for explant due to discomfort at the pocket site right flank. The patient was not getting as much pain relief as she wanted from the device and she could not get mris at the facility she wanted to received her mris. The system was explanted. The issue was resolved.